Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal left anterior descending artery with heavy tortuosity and heavy calcification. The 2.5 x 15 mm trek balloon was advanced for pre-dilatation. Some resistance was noted with the anatomy during advancement. During the first inflation of 6 atmospheres (atm), for 10 seconds, the balloon ruptured. It was noted that the trek balloon was prepared inside the patient anatomy. A non-abbott balloon was used for further dilatation and the 2.5 x 18 mm xience v stent delivery system (sds) was advanced, but could not cross the lesion. After removal, the sds tip was noted to be flared. A new xience v sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: taiga jl4. Guide cath: bmw. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It was reported that the air was evacuated from the balloon inside the body. It should be noted that the preparation for use section of the rx trek coronary dilatation catheter instructions for use cautions: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.